Manufacturer narrative:
The balloon catheter afapro28 with lot number 45683 was returned and analyzed. Visual inspection of the catheter showed the guide wire luer was broken. Smart chip verification indicated the balloon catheter was not used. In conclusion, the balloon catheter failed the return product inspection due to the broken guide wire luer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of spec per the manufacturer¿s investigation.